Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer contacted a technical support engineer (tse) and reported the 30 degree endoscope was flipping once installed on the system. The customer manually repositioned the endoscope and continued with the procedure. The customer advised the system acted the same way in the earlier procedure. The tse was unable to assist with any troubleshooting as the surgeon was working at time of the call. The customer was advised that erasing guided tool change when removing and replacing the endoscope may resolve the issue. The customer stated that they will perform that step if they get to a point where the scope needs to be removed. The customer was continuing with the procedure. The live logs were reviewed with no issues found. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the scope was turning and rotating, which was something to do with the robot arms. They had called da vinci surgery technical assistance team (dvstat) and proceeded with the case without affecting the patient care. There was no reported patient injury or delay. No patient demographics or images given.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30 degree endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.